Manufacturer narrative:
Lot #: batch 0357905 does not exist for material 368837. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by functional testing, used to draw 5 vacutainer tubes with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle, the device experienced poor sleeve function, blood splatter / sample leakage from the device. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: blood spill from rear end of cannula. It looks like the rubber end off the cannula is not being drawn back and leaking blood during sampling